Event description:
It was reported that the patient experienced a loss of stimulation sensation after recharging on march 16th. Use of the patient programmer revealed that the neurostimulator was shut off. The patient was able to turn stimulation on and felt a stimulation sensation. The patient stated that they understood their system, but 'sometimes it was puzzling'. The patient planned to further study the instructions and contact the manufacturer if she had further issues.

Manufacturer narrative:
(B)(4). Lead model 3888-33, lot# v015617, implanted: 2007 (B)(6), explanted: na; lead model 3888-33, lot# v015617, implanted: 2007 (B)(6), explanted: na; extension model 748940, serial# (B)(4), implanted: 2007 (B)(6), explanted: na; extension model 748940, serial# (B)(4), implanted: 2007 (B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).